Manufacturer narrative:
Device manufacture dates: battery charger - 2006. Battery pack - 2008. Battery packs 2007. Device evaluations summary: device evaluation of battery charger battery packs have been completed. The reported problem was confirmed. The cause of the fault flags was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well areas of the charger. Battery packs were full of water. They were scrapped. Battery pack had a broken locking tab. It was repaired, retested and restocked. No adverse event resulted from the damaged charger of battery packs. The patient received replacement battery packs and charger.

Event description:
A male patient contacted lifecor customer support to report that all three of his battery packs will not hold a charge. He stated that the charger displayed the red flashing bad battery icon when any of his battery packs are placed in the battery charger. Support sent a patient services representative to the patient to replace the battery packs and battery charger.